Event description:
The international distributor reported, the ventilator does not function on ac power. The ventilator was not in use on a pt, therefore, there was no pt harm or involvement. The distributor's service engineer evaluated the device and confirmed the reported complaint. Evaluation found that the power supply fan cable is not connected. This failure could cause the power supply to overhear and shut down the ventilator. The service engineer replaced the power supply to correct the problem.

Manufacturer narrative:
Na